Event description:
It was reported that using a femoral artery access approach during a procedure of the eccentric, moderately tortuous, de novo, distal obtuse marginal artery (om) starting with a right coronary artery (rca) an unspecified drug eluting stent was implanted with a good result. A 2.75 x 28 mm xience xpedition was implanted in the left anterior descending (lad) and a fielder fc guide wire was advanced to the distal om and a 2.5 x 20 mm trek balloon dilatation catheter (bdc) was used for pre-dilatation at 10 atmosphere. The 2.5 x 23 mm xience xpedition was implanted at the distal om and a 2.5 x 12 mm nc trek bdc was advanced but could not cross the 2.5 x 23 mm xience xpedition stent. Although there was no reported issue with the stent implant, it was not confirmed whether it was fully apposed to the vessel wall. The procedure was stopped without any adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: fielder fc; guide catheter: ebu 3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.